Event description:
Medtronic received information that during the implant of a 23-millimeter (mm) transcatheter bioprosthetic valve with a delivery catheter system (dcs) into a degenerated non-medtronic surgical valve, a non-medtronic guidewire (safari guidewire - boston scientific) was positioned in the ventricle. The dcs was inserted and advanced without issue. Just after crossing the aortic arch, pain localized to the left side was noted. Prior to beginning deployment of the valve, the blood pressure dropped. The valve was recaptured and the dcs was withdrawn in the ascending aorta. Due to the low blood pressure, cardiopulmonary resuscitation (CPR) was performed for five minutes. The blood pressure recovered, and the valve was implanted in a good position with great hemodynamics. After a few minutes the blood pressure dropped again, and echocardiogram evaluation identified pericardia I bleeding. Due to the cardiac tamponade from the non-medtronic guidewire (safari guidewire - boston scientific) the blood was drained out of the ventricle and the patient recovered and was hemodynamically stable. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)